Event description:
The patient was undergoing a coil embolization procedure using a pod4 device. During the procedure, the pusher of a pod4 became kinked and the pod4 unintentionally detached within the patient's vessel. A snare device was required to remove the detached pod4 and a second pod4 was successfully used. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.